Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a0401 captures the reportable event of trip wire break. Block d2b: additional pro code fhn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for the treatment of variceal bleeding on (B)(6) 2025. During the procedure, the firing wire was jammed and broken and could not be fired. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a0401 captures the reportable event of trip wire break. Device evaluation with all the available information, boston scientific concludes that the most probable cause is cause not established. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the slack was not taken up and the handle had evidence that the loop was secured to the post. Additionally, the trip wire was observed not broken. The ligator housing did not return for analysis to identify any defect with the device. Based on the evidence, the reported events of bands failure to deploy and trip wire break were not confirmed with testing of the returned device. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the instructions for use (IFU). The IFU states take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for the treatment of variceal bleeding on (B)(6) 2025. During the procedure, the firing wire was jammed and broken and could not be fired. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.